Event description:
It was reported that oversensing was noted on this lead approx. 69 months after the implantation. The noise can be replicated when patient performs deep aspirations. During the time that patient performs deep inhalation, the noise could be seen and the pacing impedance fluctuates between 275-665 ohms. The lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned data as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the devices functions to be as specified. The returned data have been inspected. The inspection of the available follow-up trend data shows unstable pacing impedances and intermittently elevated pacing amplitudes, occurring in the right ventricular channel since (B)(6) 2022. During the follow-up on (B)(6)2022 noise was observed in the right ventricular iegm, confirming the clinical observation. Based on the available data the root cause of the clinical observation could not be determined. There was no indication of an ICD malfunction. However, the integrity of the lead under complaint cannot be assured. Should the lead become available for analysis this investigation will be updated.